Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system/memory pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio-control further evaluated the removed system/memory pcb assembly and determined that the cause of the reported failure was due to a failure of the memory pcb. Further component cause of the reported failure could not be determined.

Event description:
It was initially reported that the device had an illuminated service indication and had logged multiple event codes. There was no patient use associated with the reported failure. Upon evaluation by physio-control, it was observed that the device also exhibited a lock-up failure.